Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that data base synchronization failed. The technical support specialist (tss) found the station scientist database in suspect mode with no retry attempts showing in the data sync debug logs. The tss followed the steps in the knowledge article (ka) medstation es station database corruption critical kernel power error, but could not complete them because a new query could not be opened and the database backup option was greyed out. The tss also followed the ka 'drop failed for database scientist, but the database could not be dropped due to a connection failure. The tss then deleted the database and deployed a new one following the ka 'proper datasync procedure & how to place a new db in an es station.' The initial full sync failed, so the network speed and duplex settings were changed to 100 mbps half duplex, after which the full sync completed successfully. Verification from the server showed the current last download, last upload, and last heartbeat for the station. The system functioned as intended after the technical support specialist (tss) troubleshoot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating, although it appeared online in rss. The customer reported that the station had been moved to a new port approximately 20 minutes earlier. They also stated that the error messages "object reference not set" and "a timeout was detected" were displayed, and the station remained unable to communicate. There were no delay or adverse events or injuries reported based on this event.